Event description:
Laser machine stopped working. Circulating nurse checked the laser machine, disconnected and reconnected laser fiber,and while doing so observed smoke coming out of the connector. The laser connector piece also felt hot to touch. Surgeon was notified, supervisor also notified. Laser fiber was removed from field and replaced.